Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that episodes of non-sustained ventricular oversensing due to myopotential oversensing was observed. The patient was asymptomatic. Programming changes were recommended.